Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -5.5/+2.5/180 (sphere/cylinder/axis) into the patient's left eye (os) in (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2024 the lens was explanted. On the same day separate surgery the lens was replaced with the same model, length lens and the problem was resolved. Status of the eye: "patient will be closely monitored" and "patient is happy". The reporter indicated the cause of the event is unknown. H6- health effect- impact code: "2199" should be removed and "4627" should be added. H6- medical device problem code: "2993" should be added. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -5.50/+2.50/0 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). The patient experienced refractive surprise. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).